Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "[doctor] is calling from the ICU regarding a patient with an iab that has been displaced, as the sterile sleeve has come disconnected from the sheath". The iab was removed, it is unknown if it was replaced. No report of patient harm or injury.